Event description:
The customer reported that the saw was not working. During service repair at the MFR, the device was found to be leaking a black fluid. There was no pt involvement and no adverse consequences alleged.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.